Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken in 2013 wherein the entire system was explanted.